Event description:
Complaiant alleged that the medics were attempting to pace a pt who was presenting an asystole heart rhythm. The medics were using a 3 lead ECG cable and a multi-function cable, but the device displayed a "leads off" error message. In addition, the complainant indicated that when the medics initially powered the device on, the device screen failed to power-up. The medics then turned the device off/on and the screen powered up. The complainant indicated that "the pt had expired more than 1/2 hr prior to emt intervention". In addition, the complainant stated that complainant "can conclusively say that the pt would not have responded to treatment anyway."